Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Only the color bar was visible. Additionally, device evaluation found the camera cable was cut and water tightness was defective. Based on the results of the investigation, it is likely that the following led to the malfunction: cause not established. A probable root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had no image. There were no reports of patient harm.